Manufacturer narrative:
At the time of incident this event has not been reported as MDR based on the argument, that a burn in expiratory part will not affect the patient because smoke cannot reach the patient lungs. During review due to an internal audit it was noticed that the supporting evidence for this fact cannot be provided. Therefore this complaint is reported retrospectively. The chemical/physical analysis of the affected parts and analytical investigation of the event did not reveal a clear root cause of the reported deflagration in the breathing system, but the inspection of the flow sensor indicates a deflagration of a flammable gas mixture. A deflagration could only occur, if an ignition source as well as flammable substances are present. A faulty flow sensor could have been the ignition source. If the fabius gs is used according to the instructions for use (IFU) with approved breathing gases and volatile anesthetic agents a flammable gas mixture could not occur. Appropriate safety precautions/warnings and cleaning recommendations are given in the IFU. Therefore it must be assumed that alien substances like cleaning solution/disinfectants on alcohol base or medical nebulization/aerosols were present in the breathing system and led to the reported deflagration. The analysis of the breathing hoses and patient filter showed that the patient was not affected by the observed smoke. The event has been finally assessed to be a rare case with unk root cause.

Event description:
(B)(4).